Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced two infusion set was leaking at connection between tube and cannula which occurred on (B)(6) 2025. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.